Event description:
It was reported to boston scientific corporation, that prior to use in a sacrospinous fixation procedure with a capio open access suture capturing device, the needle and delivery carrier jammed inside the capio cage, outside the pt. The procedure was completed with another capio open access suture capturing device, which presented no problems.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).